Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced infusion set issue with two sets on (B)(6) 2026 as insertion device would not let go of the site and pulled it out during removal of spring loader from site. The patient replaced infusion set and resumed insulin deliveries successfully.